Event description:
Patient reported elevated blood glucose of 511 mg/dl. He indicated that he was hospitalized on 8/7/06 as a result of the elevated blood glucose. Patient stated that he was disconnected from the infusion device and treated with insulin through an IV. While at the hospital, patient was examined for illnesses and infections, but was fine. He was discharged from the hospital the following day with a blood glucose of 220 mg/dl. Upon returning home, patient reported administering a bolus and his blood glucose level was 390 mg/dl one hour later. Patient administered a large bolus and another hour later, his blood glucose was 330 mg/dl. He changed his infusion site and switched to his backup device. Patient admitted that the piston rod and adapter were used longer than recommended. The piston rod is to be changed once a year and the adapter every 6 months. He indicated that he had problems with scar tissue. Patient's blood glucose level improved. He indicated that he would switch to a different type of infusion set. He did not report symptoms associated with the elevated blood glucose. Product will not be returned for evaluation.